Event description:
It was reported that the device was used after a hemicolectomy. It was reported .375% marcine with epinephrine was used with a bolus. It was reported that there is a patch of necrosed skin on the incision edges concentrated around the umbilicus. This was not noticed 3 days post-op at the first incision check. The surgeon removed the pain pump at that time, took the skin clips out, and idoform guaze and removed some of the tissue. He is concerned about wound dishissence and any future underlying problems with the fascia. The pain pump was discarded.

Event description:
It was reported that the device was used after a hemicolectomy. It was reported .375% marcine with epinephrine was used with a bolus. It was reported that there is a patch of necrosed skin on the incision edges concentrated around the umbilicus. This was not noticed 3 days post-op at the first incision check. The surgeon removed the pain pump at that time, took the skin clips out, and idoform guaze and removed some of the tissue. He is concerned about wound dishissence and any future underlying problems with the fascia. The pain pump was discarded.

Event description:
It was reported that the device was used after a hemicolectomy. It was reported .375% marcine with epinephrine was used with a bolus. It was reported that there is a patch of necrosed skin on the incision edges concentrated around the umbilicus. This was not noticed 3 days post-op at the first incision check. The surgeon removed the pain pump at that time, took the skin clips out, and idoform gauze and removed some of the tissue. He is concerned about wound dehiscence and any future underlying problems with the fascia. The pain pump was discarded.